Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 126 mg/dl. The customer also stated she received a no delivery alarm from the insulin pump on (B)(6) 2014 and had blood in her insulin infusion set. The alarm was resolved by a complete infusion set change. Standard troubleshooting was performed for the motor error alarm. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).